Event description:
On (B)(6) 2010, a (B)(6) female underwent initial thoracic aorta endovascular repair with a cook zenith tx2 taa endovascular graft proximal component. After the graft was implanted, there was an endoleak. The physicians re-ballooned the endoleak and cleared it up. However, the physician believes that the balloon may have knocked off some surrounding emboli that caused the pt to have a "dead-gut", thus leading to her expiring. The pt expired on (B)(6) 2010.

Manufacturer narrative:
(B)(4). This report has been investigated. The device in question and images related to this incident were not returned for eval. We are unable to give an exact root cause, and no conclusion can be drawn. Review of complaint history regarding type I endoleak with zteg-2p/2pt revealed 2 previous reports in the period (B)(6) 2008 through (B)(6) 2010, thus an occurrence rate of 0.013% was obtained. It is believed that the physician may be right, that the balloon may have knocked off some surrounding emboli that eventually blocked one or more of the arteries supplying the intestines causing the pt to have a "dead gut", thus leading to the pt expiring. Nothing indicates that either the endoleak or the pt's death was device related. No remarks on wo. We will continue to monitor for similar events.